Manufacturer narrative:
Patient city: (B)(6).patient country: portugal.name: medtronic minimed.country: united states of america.street: 18000 devonshire street.city: northridge.state: california.zip code: 91325 ¿ 1219.based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.

Event description:
It was reported that the patient infusion set tape not sticking due to hot weather on (B)(6) 2026.